Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, while manipulating the prostate, the jaws of the bipolar maryland forceps (bmf) did not close completely. As there was charred tissue accumulated between the jaws, the team cleaned the instrument and reinserted it, but the issue persisted. The instrument was then replaced with cadiere forceps to resolve the issue. After replacement and manual inspection by the start-up specialist (sus), a breakage in the white plastic insulation around the cables of the bmf was observed. There was no patient injury.